Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted during testing. The insulin pump was received missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump was exposed to moisture. The customer's blood glucose was 245 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.